Manufacturer narrative:
H6: evaluation codes updated. Device evaluation: no product was returned. Based on the review of information provided from the customer and no device was returned for review, a product evaluation cannot be performed to confirm the reported problem. If the product is returned at a later date, the complaint will be reopened and an investigation will be completed.

Manufacturer narrative:
H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device exhibited an ¿error no disposable pump will not run.¿ per reporter, they had just got home from the hospital where they got a device, and the device alarmed no disposable clamp tubing. The device stopped and continued to alarm. The reporter noted that there was no air in the tubing. They instructed the patient to turn the device off, close a clamp on the tubing and remove the cassette. They further denied any air in the tubing that extends across the top of the cassette. Troubleshooting was continued. The cassette was reattached, and the device restarted. The screen read ¿no disposable pump will not run.¿ the above steps were repeated a second time with the same results. The event occurred at a patient¿s home and was operated on by a health professional. There was patient involvement, and no patient harm reported.